Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service.